Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. The motor was tested outside the device and passed. No motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, and prime/a33 tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a motor error on his insulin pump during bolus. Customer's blood glucose was 155 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.